Event description:
Patient reported after performing an insulin cartridge change one week ago, the infusion device displayed an e6 (mechanical error) or e7 (electronic error) message. Patient can't recall the correct error message. Patient stated after she changed the accessories and rewound the piston rod, the infusion device worked. Patient reported on (B)(6) 2011, she experienced symptoms of nausea, and headache and had a blood glucose level of more than 500 mg/dl. Patient's normal blood glucose range is 100-120 mg/dl. Patient stated she took a correction via the infusion device but her blood glucose level remained elevated. Patient reported she changed the accessories completely and as she primed the infusion set with 25.0 units of insulin, no insulin came out of the infusion set cannula and the infusion device the insulin cartridge with 300.0 units of insulin remaining. Patient stated she switched to her backup infusion device with the same basal rate and new accessories and then took correction via the infusion device. Patient stated her blood glucose returned to normal. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.